Event description:
It has been reported that the syringe 0.5ml 31ga 6mm 10bag 500cs was found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported that during injection, the plunger would not move past the 18-19uts mark. Event description per snow verbatim states, item 324911, lot # 7299614 exp date 2022-10-31 during injection with this box only plunger sticks around 18-19 uts denied resuse or prefill of syringes. Using novolin 70/30 . Unknown occd date.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7299614. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint.

Manufacturer narrative:
Investigation: customer returned (23) loose 31g x 6mm, 0.5ml bd insulin syringes. Consumer reported during injection with this box only plunger sticks around 18-19 uts. All 23 returned samples were examined, and no apparent defects were observed. The 23 syringes were then tested for plunger rod movement, and no issues were observed when moving the plunger rods. Since no evidence of manufacturing defects were observed, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 7299614. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It has been reported that the syringe 0.5ml 31ga 6mm 10bag 500cs was found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported that during injection, the plunger would not move past the 18-19uts mark. Event description per snow verbatim states, item 324911 lot # 7299614 exp date 2022-10-31 during injection with this box only plunger sticks around 18-19 uts denied resuse or prefill of syringes using novolin 70/30 unknown occd date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 0.5 ml 31ga 6 mm 10bag 500cs was found experiencing difficult plunger movement during use. The following has been provided by the initial reporter: it was reported that during injection, the plunger would not move past the 18-19uts mark. Event description per snow verbatim states, item 324911, lot # 7299614, exp date 2022-10-31. During injection with this box only plunger sticks around 18-19 uts denied resuse or prefill of syringes. Using novolin 70/30. Unknown occd date.